Manufacturer narrative:
H4: the lot was manufactured from january 06, 2022 to january 07, 2022. H10: the device was received for evaluation. A visual inspection with the naked eye was performed and confirmed that the blue winged luer cap was missing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap of a large volume infusor was missing from the bottle and could not be found inside the packaging. The issue was identified during setup prior to patient use. There was no patient involvement. No additional information is available.